Event description:
The device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device in the anterior side assessed as an unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Cyst: unable to confirm as it is a medical event not related to the device. Additional observations: creases observed on the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture and cyst. Patient complained about deformity and alteration of the right breast format. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and cyst. Patient complained about deformity and alteration of the right breast format on the beginning of 2019. The device remains implanted.